Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection, hemorrhage and vasospasm are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following unsuccessful attempt to remove a clot in the left middle cerebral artery (mca) m1 segment using intra arterial infusion of tissue plasminogen activator (tpa) and mechanical embolectomy, angioplasty of two overlapping segments of the left m1 was performed. The balloon was slowly inflated over 60 seconds to six and then to eight atmosphere and then immediately deflated in each of the segments under fluoroscopic guidance. The angioplasty was noted to increase the flow in the m1 segment. However, follow-up angiography revealed extravasation of contrast in the area of angioplasty that was determined to be due to a dissection of the m1 segment. Subsequent angiograms showed resolution of the extravasation and re-closure of the m1 segment, this was reported as being likely due to vasospasm. A CT scan performed immediately after the procedure confirmed the presence of a subarachnoid contrast/blood extravasation. The procedure was aborted. Following consultation the family decided to place the patient on comfort measures only and the patient was extubated. Several days post procedure, the patient expired, the exact day is unknown.

Event description:
Following unsuccessful attempt to remove a clot in the left middle cerebral artery (mca) m1 segment using intra arterial infusion of tissue plasminogen activator (tpa) and mechanical embolectomy, angioplasty of two overlapping segments of the left m1 was performed. The balloon was slowly inflated over 60 seconds to six and then to eight atmosphere and then immediately deflated in each of the segments under fluoroscopic guidance. The angioplasty was noted to increase the flow in the m1 segment. However, follow-up angiography revealed extravasation of contrast in the area of angioplasty that was determined to be due to a dissection of the m1 segment. Subsequent angiograms showed resolution of the extravasation and re-closure of the m1 segment, this was reported as being likely due to vasospasm. A CT scan performed immediately after the procedure confirmed the presence of a subarachnoid contrast/blood extravasation. The procedure was aborted. Following consultation the family decided to place the patient on comfort measures only and the patient was extubated. Several days post procedure, the patient expired, the exact day is unknown.